Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was disabled and subsequently re-enabled after the patient experienced a thumping sensation and a heart rate of approximately 30 beats per minute (bpm). Programming was then enabled, and additional test, including magnetic resonance imaging (MRI), were performed. Afterward, the programming was disabled again, which resulted in resolution of the thumping sensation. As of this time, this ICD remains in service. No adverse patient effects were reported.